Event description:
Customer reported to beckman coulter, inc (bec) that modular glucose (glum) reagent was overflowing out of the top of the reaction cup of the unicel dxc 800 synchron clinical system. Customer reported that they observed the cup was not draining completely during the maintenance primes. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a clot in the drain line of the glucose module. The fse cleared the clot.

Manufacturer narrative:
(B)(4).